Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A survey reported that while using a flo-thru intraluminal shunt during coronary artery procedures to channel intravascular blood through a vascular anastomosis (to provide a temporary blood free operative field), a moderate risk of damage to blood vessel further described as ¿blunt injury to blood vessels¿ was noted. No additional information is available.

Manufacturer narrative:
B5: report 1416980-2020-04147 was submitted in error. A survey was sent to healthcare providers to compare the product attributes for the indication of flo-thru devices with other similar products. There was no event reported involving a patient with the flo-thru device.